Event description:
In 2000, the facility's physician's assistant (pa) informed the MFR's sales rep of the following: upon use it was observed that blood return could not be obtained. Pt was sent for a dye study to confirm placement. At that time, it was noted that a leak existed just distal to the outlet of the device body. Device was promptly explanted and was being sent back for co's review. No further details were provided.